Event description:
It was reported that during a rotator cuff repair procedure using the multifix knotless fixation device, the device tip broke off inside the patient while the surgeon was malleting the anchor. The broken tip was retrieved from the patient arthroscopically and the sutures were able to be reused. The procedure was able to be completed by using a new anchor in the same bone hole. No significant delays or further patient complications were reported as a result of this event.